Manufacturer narrative:
Batch review performed on 21 september 2018 by regulatory affairs department: lot 1553831: (B)(4) items manufactured and released on 23 may 2016. No anomalies found related to the problem. To date, this is the 4 similar event reported on items of the same lot preliminary investigation performed on 18 september 2018 by r&d product manager. The images received show two impaction plates: the piece related to the complaint appears damaged, with the plastic bottom separated from the metal part due to the breakage of the terminal locking disc. It is possible that the tightening was elevated and have caused the breakage. Visual inspection performed by r&d product manager on 20 september 2018. The plate appeared with the broken locking disc, probably occurred during an excessive tightening of the plate. The plastic bottom was separated form the metal part due to the missing of the locking part.

Event description:
When the tech was preparing to connect implant with impaction plate the inner metal screw had fallen out upon tightening the plate and the cup. Nevertheless, the surgeon was able to use the instrument to complete the case successfully.